Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was poor telemetry or no telemetry with recharging. The patient stated his ins will not come on and he cannot get it to charge. The patient was seeing the poor communication screen on his recharger. The patient stated it has been about a month since he recharged. The patient has not been able to recharge because he could not connect to the ins. The patient was redirected to their healthcare provider to address possible overdischarge. Healthcare provider listings were sent. No patient symptoms were reported. No further complications were reported/anticipated.